Event description:
It was reported that 50 bd angiocath plus¿ IV catheters had damaged tips. The following information was provided by the initial reporter, translated from korean: "damage to the catheter tip."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd angiocath plus¿ IV catheters had damaged tips. The following information was provided by the initial reporter, translated from korean: "damage to the catheter tip".

Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the photos, the team was unable to evaluate catheter tip damage as the photos were too zoomed out. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the photos, a root cause could not be established.